Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 20 synergy drug-eluting stent was advanced but could not reach the lesion and the edge of the stent bulged abnormally. The device was removed from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 20 synergy drug-eluting stent was advanced but could not reach the lesion and the edge of the stent bulged abnormally. The device was removed from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified that the crimped stent was damaged on the distal section of the stent with stent struts lifted on the 3rd and 4th rows from the distal end. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.